Event description:
A customer reported getting "2085 air detected during diluent suction by main arm" on the aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs, but was not able to reproduce error. The customer noted that error only occurs on first morning quality control (qc) run and then runs fine throughout the day, indicating settling of fluids and air introduction when inactive. Fse replaced several related parts but error persisted. Fse then noticed the diluent sensitivity setting was off and liquid surface detect needed to be adjusted; they were both adjusted to resolve the issue. The following qc and sample runs were performed successfully without error ad within acceptable run. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were three (3) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4: error messages states the following: [2085] air detected during diluent suction by main arm cause : during diluent suction, it was determined that the tip failed to touch the liquid surface. If retry fails, the measurement result will be flagged (ds flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event is due to the diluent sensitivity setting and liquid surface detection needed reset and adjustment.